Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level, as the reading did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump and the customer planned to use an alternate method, mdi, to ensure insulin delivery during the interim period.